Event description:
The customer reported 3 units of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return for evaluation because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable sets were not returned for investigation. The manufacturing and testing records were reviewed with no issues noted. The number of reports regarding this incident has increased in the lots manufactured after anew process control criterion was established to prevent leukocyte leakage. Three retention samples from this production number were visually examined. Two bags were tested for solution volume and tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. Only the products that have conformed to in-house specifications are released. It is possible that a combination of the following common factors of hemolysis contributed to the incident: characteristics of blood e.g. Red blood cell fragility. Bacterial contamination. Excessively cooling. Filter clogging - where aggregation is observed in blood prior to filtration, the leukoreduction filter is likely to clog or filtration rate is likely to slow, and when red blood cells flow through filter, a physical stress on the red blood cells may cause hemolysis.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.